Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient had been lost to follow up and presented to the emergency department in bradycardia. The device was at end of service (eos) and could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.